Event description:
The following info was reported to davol by the pt's attorney: on (B)(6) 2005, the pt was implanted with multiple pelvic mesh products including bard flat mesh. Attorney alleges add'l medical/surgical treatment, nerve damage, permanent injury, explant, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request, if available, return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Additionally, no product was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.